Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 450mg/dl. Customer¿s current blood glucose level was unknown. The product will not be returned for the analysis.

Manufacturer narrative:
Additional information of the auto mode feature has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was not using auto mode feature at the time of high blood glucose incident.